Event description:
It was reported the luer extension tube of the cool path duo ablation catheter broke free from the catheter handle. After approximately 45 minutes of use the irrigation pump reported an irrigation occlusion. The procedure continued and the error was reported an additional two times within 15 minutes. When checking the tubing from the pump to the catheter, it was noted the luer extension tube was kinked at the distal end of the catheter handle. When attempting to straighten the tube, it broke free from the catheter handle. The procedure was completed by using another cool path duo catheter. There were no consequences to the patient.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer-visual inspection of the returned catheter revealed the luer extension tube broke at the handle edge and separated from the handle. Further functional testing of the catheter could not be performed due to this separation. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors. The patient was approximately (B)(6).